Event description:
It was reported that the patient reported experiencing dizziness, and during use of implantable cardioverter defibrillator (ICD) requested an official letter stating that the noise seen on the patient's strip did not originate within the device but is from an external source/electromagnetic interference (emi). The patient was swimming at the time of reported noise/emi. Review of device data confirmed the reported noise/emi. No action taken and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.